Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported that the locking cap on the extension connector sheared off when the set screw was torqued. The set screw sheared off flush with the tulip head with no way to be removed. A domino connector was used to complete the case. No patient complications were reported.